Event description:
It was reported that while using night aligners, the patient had a repair break (tooth where it had chipped), hence the small chip on the front lower tooth along with pain.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.